Event description:
It was reported that this pacemaker was part of a system revision due to erosion and possible infection. The pacemaker was eroding through the skin and the metal on the header is visible. There were no additional adverse patient effects reported. The pacemaker was explanted.